Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00501: case 2, 3025141-2019-00502: case 3, 3025141-2019-00503: case 4.

Event description:
Article: fixation of proximal humeral fractures with the polarus nail, rajasekhar, c. Frcs; ray, p.s., mch; bhamra, m.s., frcs, chm; j shoulder elbow surg january/february 2001. Case 1: patient with comminuted long spiral fracture was a nonunion with polarus nail; revision surgery to do bone graft was performed.